Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that at immediate implant placement at tooth site # 20, implant was pressing nerve causing numbness. Implant was removed, bone graft placed. Patient to return in 3 months for implant re-placement. Patient's condition at the time of event: healthy. Symptoms as a result of the event: nerve damage, numbness, delayed healing, inflammation and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvm4b11) and cover screw were returned for investigation. The reported event occurred at tissue level. Therefore, the investigation was focused only on the implant. Visual evaluation of the as returned implant identified bone residue due to usage (images 1 - 4). The device was in good condition. Functional testing could not be performed for the reported failure (nerve injury - numbness). No pre-existing conditions were noted on the per. The reported device was placed on tooth #20 (unknown notation system) for approximately 5 days. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1233087) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1233087) and no similar event or complaint was found. Based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".